Manufacturer narrative:
Concomitant medical products - erbe electrosurgical generator. Occupation- non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The snare was returned with the snare head retracted inside the distal end of the sheath. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a uniform duck bill. When the snare head was advanced outside the sheath, the snare wire was bent well below where the duck bill was normally formed. There were two (2) different bends in the snare wire. One (1) bend that was made to create the duck bill shape, and the other was most likely bent during use; thus creating a misshaped snare head. When the handle of the device was being manipulated, difficulty was encountered while advancing and retracting the snare head. The misshaped snare head most likely contributed to difficulty advancing and retracting the snare head. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill shape with one (1) bend in the distal end of the wire. The snare head smoothly advanced and retracted when manipulating the handle. When the snare head was fully retracted inside the sheath, the distance from the distal end of the snare wire to the distal end of the sheath met specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found that the snare wire cannula that is soldered to the snare wire was not in the correct location. The position of this cannula could have contributed to the snare head becoming misshaped during use. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the investigation determined that the device did not meet manufacturing specifications. During the manufacturing process for the forming wire, the cannula was not placed at the correct location prior to being soldered to the forming wire. A corrective action has been initiated to reduce occurrences for snare head retraction difficulties for asdb devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy, the physician used a cook acusnare polypectomy snare. After one use of the snare, the snare deformed. Most of the time the user cannot retract the snare into the sheath. Because of this deformity, [the snare] can only be used once [for one polyp] and does not cut all the way through because the snare cannot retract fully through the polyp. See related mdrs 1037905-2018-00457, 1037905-2018-00458, and 1037905-2018-00460. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.